Event description:
It was reported that while performing abscess drainage of a kidney using biopsy mode on a lightspeed 4.0 CT system the pt developed pneumothorax (ptx). The radiologist had scanned the scout and had the needle in place in the pt, and then he observed some firmware error messages. The radiologist suggested that they leave the needle in the pt while they tried to reset the system. The tech tried for about 15 mins unsuccessfully and they decided to remove the needle and move the pt to another scanner for re-insertion of the needle and completion of the procedure. The pt developed a pneumothorax (ptx) after the second procedure was completed, but did not require chest tube placement or surgical intervention post diagnosis of ptx. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.